Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device due to a leak in the bending section cover, which led to an abnormality in electrical components, and resulted in the reported event. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscope." The event can be prevented by following the instructions for use (IFU) which state: "- inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and an evaluation at the repair center confirmed the customer allegation - "no image". The screen was dark. The image appeared normal after cleaning the lens. However, after the fog test, the image was blurry. There were few additional findings. Leakage was noted at the bending section cover adhesive. The bending section cover was missing. There were residues on the objective lens. The brush passage and forceps passage through the instrument channel was restricted. Insulation failure of the insertion section was noted. The insertion tube was dented below the boot. There were scratches on the serial plate of the scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope displayed no image. There were no reports of patient harm associated with the event.